Manufacturer narrative:
(B)(6). No product was returned. We are unable to confirm the reported complaint.

Event description:
Information was received indicating that a patient with a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube were noted to have bloody sputum. It was noted that the trach was found "occluded". There were no reported adverse effects.

Manufacturer narrative:
Two cleo® 90 infusion sets were returned for analysis in a used condition. Visual inspection was performed finding that the female luer was separated from the tube and the other had found solvent residue inside it and in the tube. Relevant documents were reviewed and deemed adequate and correct. Manufacturing and packaging processes were reviewed to verify that there are no situations or practices that could create the reported complaint. Operations and records were reviewed. A sample of 32 units were taken from process to perform a visual inspection; no discrepancies were found. In an attempt to reproduce the failure mode a sample was taken from the process line and a strength test was performed. However, during the test, a female luer and the tube were separated along with residue solvent inside the female luer and the tube. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the (B)(6) facility.

Manufacturer narrative:
See MFR: 3012307300-2018-01135, 3012307300-2018-01137, 3012307300-2018-01138, 3012307300-2018-01139, 3012307300-2018-01140.

Event description:
Additional information: a trach tube exchange was the intervention performed following finding the occluded trach. The patient's condition changed such that the patient had bloody sputum. The current status of the patient is normal condition.